Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and cap was returned inside a plastic bag. The device was disassembled and no damages were found on the internal components and no other visual damages were noted. Upon functional evaluation, the device worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip came off the device. The tip was retrieved from the patient and the procedure was completed with a like device. There were no adverse patient consequences reported.